Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that after wearing the stimulator for a couple hours, the patient gets an achy back and leg pain that becomes more intense the longer she wears the stimulator. After several hours the pain becomes too unbearable, and she removes the stimulator. The discomfort improves after a couple hours of not wearing the stimulator. The patient mentioned the symptoms to her doctor at her follow up and the doctor advised they had multiple patient¿s tell them this. The doctor asked the patient to continue treatment with the stimulator and see if the sensation continues. The patient moved the electrodes up and down and there was no change in the sensation she was getting. The patient was asked to move the electrodes narrower and wider to see if there was any change in the discomfort she was experiencing. The patient stated that based on the x-rays, the stimulator is helping. The patient wants to continue treating and conduct a time test. The patient wore the unit 24 hours per day, 7 days per week. Sometimes the patient wore the device for 21 hours. No further information was provided.

Manufacturer narrative:
Corrected data in the following fields - d2: common device name, g1: contact office name and email address. Additional information in following fields- b4: date of this report, b5: additional narrative, d8, d9, g3: date received by manufacturer, h2, h3, h6: evaluation codes. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the diligence log, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinalpak stimulator was downloaded on june 11, 2025. The compliance data indicates the unit treated for 3 days 7 hours and 27 minutes. Review of the DHR indicates that unit was manufactured on august 7, 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 15.4 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.4 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". Test/inspections were completed by the quality department on june 20, 2025. Review of complaint history identified (39) total complaints from (jan 03, 2024) to (jan 03, 2025) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that after wearing the stimulator for a couple hours, the patient gets an achy back and leg pain that becomes more intense the longer she wears the stimulator. After several hours the pain becomes too unbearable, and she removes the stimulator. The discomfort improves after a couple hours of not wearing the stimulator. The patient mentioned the symptoms to her doctor at her follow up and the doctor advised they had multiple patient¿s tell them this. The doctor asked the patient to continue treatment with the stimulator and see if the sensation continues. The patient moved the electrodes up and down and there was no change in the sensation she was getting. The patient was asked to move the electrodes narrower and wider to see if there was any change in the discomfort she was experiencing. The patient stated that based on the x-rays, the stimulator is helping. The patient wants to continue treating and conduct a time test. The patient wore the unit 24 hours per day, 7 days per week. Sometimes the patient wore the device for 21 hours. No further information was provided. It was later reported that the patient began treating for less time and sometimes will go 2 days without wearing the device. The patient stated that the longest she can treat is about 4 hours before experiencing extreme pain down her legs. The patient will remove with device after the pain becomes unbearable. The patient rated the pain as a 9 out of 10, stating that on some days it is a 10. After removing the device, it takes hours for the pain to subside and sometimes it does not resolve until the next morning. The patient has tried moving the electrodes further from the incision site and rotating the position of the electrodes. The patient stated that it feels like nerve pain. The doctor is aware of the pain and advised that the patient should treat as much as possible, preferably 24 hours per day. Patient also wants to continue treating as x-rays show that new bone is starting to grow. The patient requested a replacement controller to see if that would make a difference. No further information was provided.